Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. Thirty opened knife samples, twenty nine in blade protector trays and one knife loose in the package, were received for the report of the knives are not sharp. The returned thirty samples were visually inspected and twenty three samples, #1, #2, #3, #4, #5, #8, #9, #10, #11, #12, #15, #16, #17, #18, #19, #21, #22, #24, #26, #27, #28, #29 and #30 were found to be nonconforming with a damaged tip and/or a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. Seven samples, #6, #7, #13, #14, #20, #23 and #25 were found conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customer's reported issue of dull blades. Seven of the returned samples were found to be visually and functionally conforming therefore, the knives are not sharp as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. No action was taken on the seven conforming knives as they were manufactured to specification. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. This is the first of three reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse supervisor reported that thirty ophthalmic knives were dull during separate cataract surgeries spanning several months. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.